Manufacturer narrative:
Taper ii. Analysis noted leakage from the port septum etiology unk. The band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port) was broken with striations consistent with surgical damage and may have been made to facilitate removal of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing".

Event description:
Allergan rep reported a suspected port leak. It was noted methalyne blue test was conducted and it showed product leaking out from the back of the port.